Event description:
Customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to fully charge the battery and declined any follow-up to confirm if the issue was resolved.